Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to a reset error, which is consistent with an integrated circuit anomaly. Assessment of the total projected longevity was performed, and the device was found to have appropriate remaining longevity. The device was restored by reloading the product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced.

Event description:
Prior to an implant procedure, the device was observed to be in backup (bvvi) mode. The device was not implanted. The patient was stable.